Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient inserted a new transmitter and sensor for the two hour warm up period and received a message stating that the sensor was not inserted. No additional event or patient information is available. No product was provided for investigation. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.